Manufacturer narrative:
Locked down smartphone: lockdown, omnipod software app version: 3.1.1, smartphone operating system: n5004l-am-q-mv01602-06-01.06, smartphone hardware: n5004l, cgm sensor type: g6. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. The device was received with evidence of corrosion on multiple components leading to drained battery voltages and data loss. A leak test was conducted, and the unexposed portion of the soft cannula was found to have a tear and cause a leakage. This tear can be confirmed as the cause of the observed corrosion, drained batteries, and data loss. Due to not being able to retrieve pod data, the reported hazard alarm was unable to be confirmed. It could not conclusively be determined if the observed tear contributed to the reported alarm. The bottom housing was observed to be damaged via a puncture into the kill-switch port. It was determined that these damages occurred post-use and were not the result of manufacturing defects. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose levels rose to over 300 mg/dl, while wearing the pod between 36 and 48 hours on the infusion site (abdomen). As treatment, the patient changed out the pod and gave correction bolus.